Manufacturer narrative:
H3: product analysis: product#: (B)(6), lot#:h5461021 visual review confirms implant fracture. Visual and microscopic inspection identified deformation of the inserter interface features. The fracture appears to originate near the deformation, consistent with bend stress overload during attempted insertion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal devices used for unknown spinal therapy. It was reported when we put the screw in there was a crack in the implant which likely was created from impacting the implant. There was patient involved in the event and no symptoms were reported.(B)(6) 2021 e1 (rep): additional information was received via manufacturer representative that one implant broke, and 2 cracked. The cracked between the screw hole and edge of the implant. There was no broken fragment was left inside the patient. No revision was planned and the surgery was completed with new implant. This was a revision of a previously fused c4-7 posteriorly. The surgeon did a c4-7acdf on this patient and it was on the anterior that the implants broke. Levels implanted was c4/5, c5/6, c6/7. The product was came into contact with the patient. B)(6) 2021 e2 (rep): additional information was received via manufacturer representative that product number: g6620525 lot number: h5677212 - broken, product number: g6620525 lot number: h5677212 - cracked and product number: g6620525 lot number: h5461021 - cracked. The reported three products are not used in the initial surgery. None of the reported products were remained in patient.